Event description:
It was reported that 1 bard urologist tray was already open upon receiving the product. Customer would like a replacement product.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inadequate packaging design". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 1 bard urologist tray was already open upon receiving the product. Customer would like a replacement product.